Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized for peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, a pd nurse familiar with the patient stated the patient was having symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient went to the hospital and was admitted. It was reported that the patient had a pd culture obtained in the hospital. However, the pd nurse did not have the pd culture results available. The nurse stated the patient was treated with antibiotic therapy (details not provided). Subsequently, on (B)(6) 2023, the patient was discharged home. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The patient is recovering from peritonitis and continues pd with the same cycler.